Event description:
Two patient samples with discrepant troponin t results. Patient 1, initial result 0.132 ng/ml; repeated twice gave results of <0.010 ng/ml each time. Patient 2, initial result 0.101 ng/ml; repeated twice gave results of <0.010 ng/ml each time. Initial results were not reported. The field service representative was unable to determine the root cause. Performance tests were performed and within specification. The investigational unit noted the customer is not following the specification of the tube manufacturer for sample centrifugation.